Event description:
Spring-loaded veres needle, blunt tip would not extend after insertion into patient, leaving the sharp trocar tip exposed. Unable to return to baseline status. Instrument sequestered for biomed, lot number unknown.